Manufacturer narrative:
During the investigation a field service engineer checked the instrument and found the gear pump pressure was too low. The engineer corrected it and is now functioning normally. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 6000 c (501) module. The customer reported the performance of calcium qc has not been stable as well. The customer confirmed the patient¿s initial result was not reported outside the laboratory. The customer performed repeat testing on the same analyzer as well as a different cobas 6000 c (501) module. The patient¿s initial calcium result was 4.2 mg/dl. The patient¿s repeat result on the same analyzer was 4.1 mg/dl, and the patient¿s repeat result on a different cobas 6000 c (501) module was 9.2 mg/dl. The customer determined the calcium result of 9.2 mg/dl was correct. The calcium reagent lot number was 474603 with an expiration date requested but not provided.